Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient had their ins removed 2 or 3 years prior to the call because the patient needed an MRI and the ins was not helping much. According to the patient the therapy helped initially, but then the patient experienced a loss of therapeutic effect. The ins was removed in (B)(6) of 2014 and the patient stated that the loss of therapy occurred "probably by 2013." The loss of therapy was not reported to have been sudden. Patient status is unknown at the time of this report. No device malfunctions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.